Event description:
The customer stated that patient results for the architect ipth assay are being questioned by physicians since they are higher than expected. Several patient samples were split by the doctors and sent out to be tested by a different method. The results were less than the architect results by approximately 50% shift. One patient sample generated a result of 119 (unit of measure was not provided) by the architect and a result of 43 was generated by the rochet method. No impact to patient management was reported.

Manufacturer narrative:
The customer provided results from (B)(4) patient samples tested with the architect method verses the roche method. The results are listed below: collected-date: (B)(6) 2013, architect: 64, roche: 43; (B)(6) 2013, 314, 180; (B)(6) 2014, 116, 56; (B)(6) 2013, 119, 43; (B)(6) 2013, 83, 7; 2013, 684, 300; 2013, 30, 14; 2013, 17,8 89; (test result). (B)(4). Product evaluation is in process and the evaluation results will be submitted in a follow-up report.